Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the drive support cap was loose. Customer's blood glucose level at the time 298mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.